Manufacturer narrative:
Please note update to d11. As reported, the balloon of 6f-7f mynx control vascular closure device (vcd) was inserted and upon retracting, the balloon burst. Hemostasis was achieved with another mynx device. The patient¿s hospitalization was not extended as a result of the event and the status was recovered. There was no reported patient injury. The device was stored per labeling and opened in sterile field. The mynx vcd was used in an interventional peripheral procedure using a retrograde approach. The deployer was mynx certified. The patient had a history of peripheral vascular disease (pvd). A 6f non-cordis sheath was used in the procedure. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was a little vessel tortuosity present and there was presence of pvd in the vicinity of the puncture site. The device was prepped according to IFU instructions. There was no prior pta, stent, or vascular graft in the common femoral artery or vein and the balloon lost pressure after being pulled to the arteriotomy. The physician thought it was due to calcification. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and 2 were fully depressed. The sealant was not returned with the device. The procedural sheath was engaged to the handle. The catheter was inspected for anomalies. No anomalies were observed. Per functional analysis leak testing was performed by inflating the balloon with water. The results revealed no leak in the balloon. The balloon was able to be inflated/deflated with proper functioning of the inflation indicator as intended per the mynx control instructions for use (IFU). The inflated balloon diameter was verified and noted to be within specification. A product history record (phr) review of lot f2017501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, such as the calcium reported, may have contributed to the reported events as calcium is known to cause damage to balloons. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
The device was returned but the engineering report is pending. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of 6f-7f mynx control vascular closure device (vcd) was inserted and upon retracting, the balloon burst. There was no reported patient injury. Doctor think it was due to calcification. The device was stored per labelling and opened in sterile field. The device will be returned for analysis.